Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (pod pc) and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while advancing the pod pc through the microcatheter. Subsequently, fluoroscopic visualization was performed, and the physician noticed that the pod pc had unintentionally detached in the microcatheter. Therefore, the devices were withdrawn from the patient together. The procedure was completed using a ruby coil and a new microcatheter. There was no report of an adverse effect to the patient.